Event description:
Information received from the intreped clinical database. Treatment of an internal carotid artery (ica) sidewall aneurysm. Post procedure, it was reported that the patient had a headache that was resolved on (B)(6) 2012. The patient was readmitted to the hospital on (B)(6) 2012 for having a subjective weakness of the foot. The patient's physical exam was normal, but a magnetic resonance angiogram (mra) demonstrated a subarachnoid hemorrhage and acute infarcts. It was reported that the patient's condition was all resolved on (B)(6) 2012.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).